Event description:
Boston scientific received information that this right atrial (ra) lead and brady device exhibited non detection. It was also reported that pacing was not delivered when required. Additional information received that this system also exhibited loss of capture (loc) and high, out of range, pacing lead impedance measurement of more than 2,000 ohms. Subsequently, the lead was surgically abandoned and was out of service but the device is still in service. No additional adverse patient effects were reported.

Manufacturer narrative:
This product is not expected to be returned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.